Event description:
During deployment, the user is questioning the presence of an artifact during analysis.

Manufacturer narrative:
(B)(4). Product evaluation pending device return. Issue is being reported due to patient involvement.